Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensing of noise, resulting in an inappropriate shock. A request was made to have data from this device analyzed. Data analysis identified changes in the impedance pathway of the sensing vector. Rhythmcare provided recommendations for in office visit troubleshooting, programming changes and x-ray imaging. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the report complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of over-sensing of noise resulting in an inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensing of noise, resulting in an inappropriate shock. A request was made to have data from this device analyzed. Data analysis identified changes in the impedance pathway of the sensing vector. Rhythmcare provided recommendations for in office visit troubleshooting, programming changes and x-ray imaging. The device remains implanted. No additional adverse patient effects were reported.